Event description:
Rn reports when she removed gloves she noticed holes in the fingers. Reports this is the 3rd occurrence of this type in the last week. Also reports her fingernails are kept short and are not jagged.